Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") in a 39-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: she had the need for additional surgery. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Events added from pfs- did not undergo confirmation test. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation') and genital haemorrhage ('having severe bleeding\heavy bledding\bleeding') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure & ablation/tolerated both the procedures well" and device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included gerd, depression and tachycardia. (B)(6) 2014 - ultrasound findings today were normal. Concurrent conditions included menstruation irregular, dysmenorrhea, genital bleeding, ovarian cyst, perineal pain, heavy smoker, uterine ablation (failed), uterine bleeding, total hysterectomy, hysteroscopy, uterine fibroids, dysfunctional uterine bleeding and cystoscopy. Concomitant products included bisoprolol, bupropion hydrochloride (wellbutrin), medroxyprogesterone acetate (depo provera) and omeprazole (protonix). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)\cramping") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation and genital haemorrhage outcome was unknown and the dysmenorrhoea, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: she had the need for additional surgery. Discrepancy noted in insertion date: (B)(6) 2014 (per summon), as per pfs & mr (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: diagnosis: uterus and cervix, hysterectomy: cervix: focal squamous metaplasia. Endometrium: fibrotic endometrium with rare benign glands. Myometrium: leiomyoma, 1 cm. Adenomyosis. Serosa: no significant pathologic abnormalities.. Ultrasound scan vagina - on (B)(6) 2017: result: nabothian cyst 1.15cm anterior fundal fibroid. Concerning the injuries reported in this case, the following one was described in patient's medical record- medical device monitoring error and following one was confirmed in patient¿s medical records: pelvic pain . Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs received : aka name added, patient demographic updated, events added- abnormal bleeding (vaginal, menorrhagia), abdominal pain lower, dysmenorrhoea(cramping)), having severe bleeding. Events onset date, events severity , concomitant drug and medical history added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") in a 39-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and medical device monitoring error "essure & ablation/tolerated both the procedures well". Medical conditions: (B)(6)2014 - ultrasound findings today were normal. Concurrent conditions included menstruation irregular, dysmenorrhea, genital bleeding, ovarian cyst, perineal pain, smoker, uterine ablation (failed), uterine bleeding, total hysterectomy, hysteroscopy, uterine fibroids, dysfunctional uterine bleeding and cystoscopy. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: she had the need for additional surgery. Discrepancy noted in insertion date: (B)(6)2014, as per mr - (B)(6)2014. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2017: diagnosis: uterus and cervix, hysterectomy: cervix: focal squamous metaplasia. Endometrium: fibrotic endometrium with rare benign glands. Myometrium: leiomyoma, 1 cm. Adenomyosis. Serosa: no significant pathologic abnormalities.. Ultrasound scan vagina - on (B)(6)2017: result: nabothian cyst 1.15cm anterior fundal fibroid.. Concerning the injuries reported in this case, the following one was described in patient's medical record- medical device monitoring error and following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 26-feb-2019: medical records received: new event added from medical record- essure & ablation/tolerated both the procedures well. Reporter's information, medical history, lab data and concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: she had the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.